Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign consumer (for, con) regarding a patient with an implantable pump. It was reported that when the patient came to the scheduled refill appointment on (B)(6) 2025, the low reservoir alarm was already active. The pump was refilled and programmed but after that the alarm triggered again. Actions/interventions taken included the patient needing to come again to the hospital to silence the alarm. The issue was not resolved at the time of the report. According to the logs, code 529 [motor stall recovery occurred], code 235 [empty reservoir] and code 236 [low reservoir].